Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a batch record review, a search for similar complaints, in-house testing, and a review of labeling. Return material was not available. No issues were identified which would indicate a product deficiency from the batch record review. Product testing was completed; quality control samples, with expected recovery ranges, were tested using the total bilirubin reagent calibrated with bilirubin calibrator lot which was in use when the deceased patient results were generated. The controls generated results within the respective expected ranges; however, the results for the bio-rad lyphochek controls were observed to be within the low end of the expected ranges. The pooled serum was tested for information only and generated the same mean result across all systems. A review of tracking and trending identified an increase in complaint activity. However, no adverse trends or non-conformances for the issue observed by the customer were identified. Labeling was reviewed and found to be adequate; troubleshooting information intended to assist the operator with investigation of control results out of range for photometric assays is documented in labeling. Based on the available information no deficiency of the clinical chemistry bilirubin assay, list number 06l45 was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While using the clinical chemistry total bilirubin assay, the customer indicated that decreased bilirubin results were generated after calibration was completed with a new lot of calibrator. The customer provided the following data for an adult patient (provided reference range 3 - 21 umol/l): note: the retest results were generated after calibration was completed with new lot of calibrator. The customer indicated the initial results were considered correct. Sid (B)(6), initial 10.7, after retest 7.0, sid (B)(6), initial 5.4, retest 3.0, sid (B)(6), initial 9.3, retest 4.9, sid (B)(6), initial 7.0, retest 3.3, sid (B)(6), initial 7.1, retest 4.1, sid (B)(6), initial 10.6, retest 5.3, sid (B)(6), initial 13.2, retest 9.3, sid (B)(6), initial 17.9 , retest 11.4, sid (B)(6), initial 26.6 , retest 20.4, sid (B)(6), initial 21.1, retest 13.2. There has been no impact to patient management reported.